Manufacturer narrative:
Corrected data: serial number should be corrected to t1411317. Claim#(B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, 16.50/+2.0/004 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to the patient experienced a refractive surprise. The lens was replaced with another same model/length but different power lens and the problem was resolved. The eye looks great and patient is happy with vision. The cause of the event was due to user error; the device did not fail to perform as intended.